Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 6-8 x 30. Other: aspirin, clopidogrel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, during preparation of an emboshield nav6, the filter could not be inserted into the delivery catheter pod. The device was not used in the patient anatomy. A second emboshield nav6 was then deployed at the target site. A 6-8 x 30 mm acculink stent was deployed at the target lesion and the stent delivery system was removed without difficulty. The physician attempted to remove the emboshield filter; however, the recovery catheter was unable to cross the newly implanted stent. A second recovery catheter was then able to retrieve the filter. Per physician, the patient anatomy was likely the cause of the difficulty to remove. No additional information was provided.